Event description:
It was reported that prior to using bd vacutainer® sst¿, the rubber stopper of one tube had a molding defect. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 4 photos for investigation. Among these, 4 photos show a tube with its stopper pressed down into the tube, indicating a defective molded part. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, the rubber stopper of one tube had a molding defect. No adverse impact was reported regarding the patient or user.